Event description:
Patient had an accufuser pain pump implanted into the left shouder during an arthroscopy. When the patient got home and went to get up, the device fell and the tubing connected to the patient came apart at the luer-lock connection causing open contamination of the tubing. Furthermore, when the connection failed, a silver metal disc came loose within the luer-lock connection. As a result of this failure, the catheter needed to be removed from the patient's shoulder; subjecting the patient to unnecessary post-operative pain. Additionally, the catheter connection failure placed the patient at risk for intra-articular infection. This failure was reported to medical center, so appropriate follow-up could be performed. The device was discarded by the patient due to the fact that the infuser was filled with medication and the circumstances were such that returning it to the medical facility required a significant drive and the infuser was continuing to expel medication.